Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by rn - ultrasound is showing wires. No other information was provided.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Product was not returned for evaluation/repair. Photo sample provided by cusotmer shows cable failure between strain relief and probe body. However, complaint investigation and root cause determination could not be completed without physical evaluation of the unit.

Event description:
It was reported by rn: ultrasound is showing wires. No other information was provided.